Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield triad skull clamp was reported to have slipped on a pt. The reporter attributes this incident to new residents who are not experienced in the use of the skull clamp. Additional information has been requested.